Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a defect on the tip of the fenestrated bipolar forceps instrument was detected. The pin holding the tool head was displaced, see the picture in the attachment. The instrument was then safely removed from the abdominal cavity. The part obstructing the passage through the port was pulled out. No excessive movements or impact on the instrument were observed during the procedure. There was no visible fragment in the abdominal cavity. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument was used for the whole operation for about 90 minutes. The surgeon did not notice any functionality issues with the instrument during the procedure. The instrument was changed/removed during the operation but with no resistance detected during replacement. The instrument was removed from the abdominal cavity together with cannula, because with the rest of the pin extended, the instrument could not be removed through the cannula. The port incision was not increased in order to remove the instrument and cannula together. The surgeon was not aware of any collision of the instrument with another instrument or a tool. A video recording was not taken of the surgery. There were only photographs taken and were already provided in the attachment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the tall shaft in the proximal side. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.